Event description:
It was reported that the patient experienced urinary incontinence after an implant of an artificial urinary sphincter(aus) device. The patient previously had a male-sling implanted and then explanted to replace it with an aus device. The patient's current status was reported to be stable.